Event description:
It was reported that the circuit pack and filter were installed to the anesthesia device, and when a leak test of the anesthesia device was performed, there was a leak in any from the reported devices. The location of the leak could not be identified, but when the sampling port part of the circuit or the sampling port part of the another circuit was tightened again, the leak was resolved. There was no patient involvement.

Manufacturer narrative:
D10 concomitant products: 10911, 10911 latex free breath bag 3 lt flex, (lot #unknown) 352/5867tc, 352/5867tc hygrobac s fhme tethcap welb, (lot #unknown) 355/5430z, 355/5430z jp hygroboy elecst fhme x25, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.